Manufacturer narrative:
(B)(4). Physio-control performed and initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their service loaner device, it will not power on. The device will not power on when plugged into ac and the device has two fully charged batteries installed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Other unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.